Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device was explanted in (B)(6) 2010 and not returned until (B)(6) 2014. This is almost 4 years and places the device outside of the 1 year requirement to perform analysis. The device has lost telemetry due to battery depletion. No further analysis possible.

Event description:
It was reported that the device was removed due to battery depletion. No patient complications have been reported as a result of this event.